Event description:
The customer reported that the system would display a high voltage register fail error message and would have to be rebooted in order to work properly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.